Manufacturer narrative:
An event of device deformation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020 a 30 mm amplatzer cribriform occluder was selected for a procedure to close an atrial septal defect (asd). When the discs were deployed into the body both discs were seen to be a mushroom shape on flouro. The physician waited to see if the device would form to normal but it did not. The physician retracted the device and deployed it into the saline bowl on the back table. The ic pinched the discs to form the normal shape and we attempted the closure again. The device acted the same as the first attempt, so the physician opened a new device. The second device had no issue and the defect was closed.